Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose, with blood glucose of 40 mg/dl at the time of the incident. It is unknown if the customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The customer stated all their infusion sets were failing. The customer was getting no delivery alarms when priming the pump and was unable to resolve the issue. The customer did not know if there was an issue with the reservoirs as well. No further information was provided or obtained. The insulin pump will not be returned for analysis.